Event description:
Caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. No adverse impact to the customer's blood glucose level was noted, as it remained within normal range. Technical support decided to replace the pump and advised the customer on using a manual insulin delivery (mdi) as backup therapy. The caller, who did not have the most recent software updates, was informed about receiving a pump with updated software. Upon delivery, the customer understood the necessary steps, including storage mode instructions and returning the problematic pump within ten days via ups.